Event description:
Procedure: lap gastric bypass. Reportedly, the instrument would not load correctly. The scrub tech and doctor were pushing the unload button distally and it still wouldn't close and lock into place. They continued to struggle loading the handle and finally the load locked in. The surgeon says that once it was loaded and fired across the small bowel, the staples did not form correctly. The staple line opened up and there was some fluid leakage. This took approximately 15 to 20 minutes to fix via suture.